Manufacturer narrative:
Patient''s weight unk. Relevant tests/laboratory data unk. A portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non-function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction. During the procedure, the backup surgeon was called into an emergency surgery that would have taken several hours, so the decision was made to abandon the procedure. The physician made several attempts to unlock the lld but was unable to do so. He cut and capped the lead along with the lld which remained in the patient. There was no reported patient harm. This report captures the lld present in the lv lead which was cut and capped and remained in the patient.